Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant coordinator reported that the pt expired due to multi-organ system failure. The pump is returning for eval due to suspected thrombus.